Event description:
Caller reported blood glucose results of 180 mg/dl and 78 mg/dl within 10 mins on the compact system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.